Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged that insulin pump was under delivering insulin. Customer stated that they had insulin block blocked and high blood glucose. Blood glucose level was 153 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.